Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿6.9 mmol/l¿ (124 mg/dl) compared to another meter reading of ¿3.2 mmol/l¿ (57 mg/dl). This complaint is classified according to the documentation of the customer care advocate. The alleged inaccurate issue began during (B)(6) 2013 during dinnertime. Within minutes of the meter to other meter comparison, the patient exhibited low symptoms of ¿shaking and headache.¿ the patient was able to manage her diabetes with food/drink at the time of concern. During troubleshooting, the patient confirmed the readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The test strips were in good condition and within the discard date. This complaint is being reported because, the patient had symptoms suggestive of low blood glucose after the inaccurate high issue began. The lfs products were replaced and requested back for investigation.